Event description:
Healthcare professional reported right side with ¿replacement due to rt rupture¿ and right side ¿rupture¿. Device was explanted.

Manufacturer narrative:
(B)(4), a review of the device history record has been completed. No deviations or non-conformities noted. DHR trend summary: review of all complaints of (B)(4)- fluid leak for the period of (B)(6) 2021 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
The current event code is rupture; however, the device is saline. The event code should be deflation